Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 127 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple call service 127 illegal aa battery had been inserted alarms. The battery cap was not returned with the pump. A test battery cap was able to properly secure to the pump. During testing, the pump was powered on and a hard call service 127 alarm was produced, which impeded further testing. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad.